Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a needle mechanism failure or high blood glucose levels. The reported event could not be conclusively determined. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours in the infusion site (abdomen). Patient did not think that the cannula went in, removed the pod and noticed that the cannula did not insert into the skin, however the blue cannula was deployed, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.